Event description:
The patient had discontinued the prescribed aspirin regimen a week and a half prior to the event in preparation for a surgical procedure to treat a recurrent incisional hernia and severe abdominal pain. The surgical procedure took place 408 days after the index procedure to embolize the right internal carotid artery aneurysm. There surgical procedure was completed without any complications. Six hours post operatively, the patient was noted to have weakness in the upper left extremity and it was felt that the patient had suffered a left-sided cerebrovascular accident (cva). A CT scan the next day showed evidence of an infarct in the distribution of the right middle cerebral artery involving the temporal and parietal lobe. The patient recovered well from the hernia surgery and over the course of a week there was improvement in the left facial droop and left lower extremity weakness due to the cva with the assistance of physical and occupational therapy. The left upper extremity remained week. The patient was discharged home eight days post procedure. The patient still has a left mild drift and decreased left-sided dexterity.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient had discontinued the prescribed aspirin regimen a week and a half prior to the event in preparation for a surgical procedure to treat a recurrent incisional hernia and severe abdominal pain. The surgical procedure took place 408 days after the index procedure to embolize the right internal carotid artery aneurysm. There surgical procedure was completed without any complications. Six hours post operatively, the patient was noted to have weakness in the upper left extremity and it was felt that the patient had suffered a left-sided cerbrovascular accident (cva). A CT scan the next day showed evidence of an infarct in the distribution of the right middle cerebral artery involving the temporal and parietal lobe. The patient recovered well from the hernia surgery and over the course of a week there was improvement in the left facial droop and left lower extremity weakness due to the cva with the assistance of physical and occupational therapy. The left upper extremity remained week. The patient was discharged home eight days post procedure. The patient still has a left mild drift and decreased left-sided dexterity.